Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient underwent an rf ablation and the ipg was placed in surgery mode. After the procedure, however, the patient was unable to connect to the ipg. A manufacturer representative performed troubleshooting and the issue was resolved.